Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 11/08/2015. The fse confirmed the leak and found the probe wash collar spring broken. The fse replaced the probe wash collar spring. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported finding a leak of 5-6 drops of clear fluid on top of the controls vials after the controls were run on the unicel dxh 800 coulter cellular analysis system. There was no biohazard exposure to open wounds or mucous membranes. The customer was wearing gloves, goggles and a lab coat when the leak occurred. Neither death nor serious injury occurred as a result of the event. Patient results were not affected by the leak.